Event description:
In 2005, the lay reporter, the lay pt's spouse contacted lifescan alleging that the pt's one touch ultra meter reading inaccurately low. The med affairs specialist (mas) sent a letter to the pt, as he could not be reached via phone. The spouse said the pt was ot feeling well, he had numbness in his arms and legs. While symptomatic, the pt tested with the reported meter and obtained a result of 270 mg/dl. He took no action to affect his blood glucose level following use of the meter. He went to the hospital where a result of 436 mg/dl was obtained. The time difference between the reported meter reading and hospital reading was not provided. The pt was treated with insulin, the insulin type and dose were not provided. No information regarding the pt's diabetes treatment regiment was provided. The customer care agent (cca) disovered that the code on the meter did not match the test strip code, which can cause inaccurate results. The meter, test strips, and control solution were replaced.